Manufacturer narrative:
Corrected data: the date in follow up MDR 002, 1416980-2016-18793, should be (B)(6) 2017 and not (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was not priming all the way. The customer reported that it stops at the back check valve. This occurred during set up. There was no patient involvement. No additional information is available.